Event description:
It was reported that the pulse generator could not be interrogated. Several attempts to interrogate were unsuccessful. The device was subsequently replaced.

Manufacturer narrative:
Na